Manufacturer narrative:
(B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report no foam leak on the unicel dxc 800p synchron chemistry analyzer. No injury or exposure (sprayed or splashed) to the fluid was reported. On the day of the event, a bec field service engineer (fse) found that the leak was caused by the customer dislodged the fitting on the left side of the cap. Fse replaced the fitting and the no foam continued to go be consumed at a rapid rate. The cause was valve 22 in the hydro sticking in an open position. This caused the pressurized no foam to be continually pushed into the waste canisters. Fse replaced the valve 22, which resolved the issue.